Event description:
Modular stem is broken.

Manufacturer narrative:
The review of the device history record showed no deviations. All product features correspond with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the product was produced.

Event description:
Modular stem is broken.